Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when saying "works whenever it wants to" they were means that with a full charge, the touch screen "buttons" will operate when they want to. They can't get the machine to work properly. They indicated that the wi-fi is great there. When clarifying the statement "trying to turn it down takes forever" they indicated that it is related to the same issue of it works when it wants to because the device glitches at times causing it to turnoff/on by itself. The cause of the device dialing up by itself was determined, but when clarifying they said "who knows?!". They stated it looks refurbished so maybe it did this to someone else, but they don't know and it still does this. The issue is not yet resolved. They said it hasn't shut off since (B)(6) 2022. They just keep it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the phone device dials up the by itself; went from 0.8 to 1.2 and they couldn't turn it down for hours while the battery of the handset was charging. It now read a 1.8, but trying to turn it down to 1.7. So far, the pacemaker works whenever it wants to. Plus, it'll flip on its side when they toss and turn at night. It hurts, and trying to dial the number down is hard when it does so. When they get jolted badly, trying to turn it down takes forever.